Manufacturer narrative:
.

Event description:
It was reported that the patient was scheduled to see the neurologist because of an increase in seizures. Further follow-up revealed that the patient was doing well and experienced cluster seizures on (B)(6) 2015. The physician increased the device output current and magnet output current. It was reported that the vns has helped reduce the patient's seizures.